Event description:
It was reported that during a mammectomy procedure, error sound occurred, and the tip of the blade broke when cleaned. Another like device was used to complete the case. There was no patient consequence.